Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.

Manufacturer narrative:
(B)(4). Final analysis found that the pulse generator was in backup mode and the product code could not be downloaded. This was due to a discrepant integrated circuit.

Event description:
It was reported that the pulse generator was in backup vvi operation.